Manufacturer narrative:
The biomedical engineer (bme) reported that the 3 gz-130pa telemetry transmitters intermittently disappear from the central nurse's station (cns) when the spo2 cable is connected to the gz tele. He stated the gz continues to function normally, and the issue is only observed at the cns. Two additional nurses also stated they have experienced the same issue with other tele units. No patient harm was reported, as the nurses replaced the affected tele units when the issue occurred. The biomed had three different gz-130p units do the same thing. They rebooted the cns and again the following day two different boxes did the same thing. Tele_03 (s/n: (B)(6). Approximately around 10:00 to 10:25 on (B)(6) 2026 the nurse added the spo2 sensor and monitoring stopped showing on the central station. The box was empty with only patient name in it and there were no messages or comm loss errors." The vitals reappear when the spo2 is removed. Gz-130pa sn (B)(6) plus two or three others are experiencing this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Transmitter model: gz-130pa sn: (B)(6) device manufacturer date: 02/02/2021. Model: gz-130pa sn: (B)(6) device manufacturer date: 04/03/2023. Model: gz-130pa sn: (B)(6) device manufacturer date: 12/20/2023 . 2 or 3 other telemetry transmitters model: ni sn: ni.

Event description:
The biomedical engineer (bme) reported that the 3 gz-130pa telemetry transmitters intermittently disappear from the central nurse's station (cns) when the spo2 cable is connected to the gz tele. He stated the gz continues to function normally, and the issue is only observed at the cns. Two additional nurses also stated they have experienced the same issue with other tele units. No patient harm was reported, as the nurses replaced the affected tele units when the issue occurred. The biomed had three different gz-130p units do the same thing. They rebooted the cns and again the following day two different boxes did the same thing. Tele_03 (s/n: (B)(6). Approximately around 10:00 to 10:25 on (B)(6) 2026 the nurse added the spo2 sensor and monitoring stopped showing on the central station. The box was empty with only patient name in it and there were no messages or comm loss errors." The vitals reappear when the spo2 is removed. Gz-130pa sn (B)(6) plus two or three others are experiencing this issue.